Manufacturer narrative:
Findings: unit was received with no button response due to moisture on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for alarm or battery out of limit alarm due to no button response. Pump had crack case on all four corners near display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture from water. The customer stated that the device triggered an alarm. The customer had a blood glucose level was 87 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.